Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer stated that a procell bottle was removed from the cleancell position. A field engineering specialist changed the pinch valves. Further instrument checks have been performed and have been acceptable. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reported complained of questionable results for multiple tests that were tested on a cobas 8000 e 801 module. From the data that was provided for 13 patients, 8 had discrepant results. See below breakdown of discrepant patient data: 2 patients had discrepant elecsys troponin t assay (tnths) results. 1 patient had discrepant elecsys tsh assay, elecsys ferritin, elecsys vitamin b12 immunoassay, elecsys vitamin d ii assay, and elecsys ft4 iii assay results. 2 patients had discrepant tsh and ft4 iii results. 1 patient had discrepant tsh, ferritin, ft4 iii, and vitamin b12 results. 1 patient had discrepant ferritin results. 1 patient had discrepant ft4 iii, tsh, and ferritin results. The results in question were reported outside of the laboratory. The reagent lot information was requested but was not provided.